Manufacturer narrative:
Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in poland. On 11-apr-2024, it was reported that on (B)(6) 2024, the patient experienced insulin flow blocked alarm which caused high blood glucose level 400 mg/dl. The high blood glucose was treated with pen injection. No further information available.